Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta 14f deployed in the cfa showed extravasation, covered stent placed. Additional information received on 03aug2021: during a tavr heart valve placement, ultrasound and micro puncture access was obtained. A single higher access stick was acquired to avoid any calcium found upon ultrasound, and patient had a prior occluded sfa. Right cfa vessel size was 6.5mm and had mild calcification and no tortuosity. Manta depth was measured at 3+1 = 4cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, sbp was 158/65mmhg, act was greater than 400, heparin was intravenously given at 10,000 units, and protamine was also administered. Manta was deployed in the right cfa and reached hemostasis at 20 minutes. Extra venous pressure was applied to assure no oozing at site. Current patient condition is reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and indicate extravasation proximal to the manta. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr, a 14f manta was planned for closure in the right common femoral artery. The patient was administered heparin and activated clotting time (act) was greater than 400 prior to closure. A slightly higher access was gained using micro puncture kit and to avoid any calcium seen on ultrasound. The patient's bmi was 18.6 and has experienced an occlusion in the superficial femoral artery previously. The vasculature was noted as 6.5mm with mild calcification distally, medial posterior wall calcification, and a deployment depth measurement of 3 + 1. No issues occurred during advancing or withdrawing the procedural sheaths. Following deployment, extravasation was seen, a covered stent was placed; and twenty minutes of light venous pressure was applied. The IFU warns manta is not recommended for use if the patient has marked cachexia (bmi less than 20 kg/m²). Additionally, the safety and effectiveness of the manta device has not been established in patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. Manta procedure requirements suggest: act should be below 250 seconds prior to closure. The IFU also requires no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy to perform this procedure. As reported, the access site was positioned high due to the presence of calcium. The root cause of the failed hemostasis requiring a covered stent is likely due to the angle and position of the high access stick which created a less then optimal condition for the collagen to properly seat on the vessel and not able to properly seal the puncture. In the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis has been identified as a precaution related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to endovascular intervention requiring a stent was administered.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and indicate extravasation proximal to the manta. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr, a 14f manta was planned for closure in the right common femoral artery. The patient was administered heparin and activated clotting time (act) was greater than 400 prior to closure. A slightly higher access was gained using micro puncture kit and to avoid any calcium seen on ultrasound. The patient's bmi was 18.6 and has experienced an occlusion in the superficial femoral artery previously. The vasculature was noted as 6.5mm with mild calcification distally, medial posterior wall calcification, and a deployment depth measurement of 3 + 1. No issues occurred during advancing or withdrawing the procedural sheaths. Following deployment, extravasation was seen, a covered stent was placed; and twenty minutes of light venous pressure was applied. The IFU warns manta is not recommended for use if the patient has marked cachexia (bmi less than 20 kg/m²). Additionally, the safety and effectiveness of the manta device has not been established in patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. Manta procedure requirements suggest: act should be below 250 seconds prior to closure. The IFU also requires no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy to perform this procedure. As reported, the access site was positioned high due to the presence of calcium. The root cause of the failed hemostasis requiring a covered stent is likely due to the angle and position of the high access stick which created a less then optimal condition for the collagen to properly seat on the vessel and not able to properly seal the puncture. In the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis has been identified as a precaution related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device.